Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to high out of range pacing impedance. The physician reprogrammed the device to prevent oversensing. Technical services (ts) reviewed the reports and noted oversensing of noisy signals. Ts also noted that rv pacing occurred during the vulnerable period. Ts suggested troubleshooting actions and possible resolution. The lead remains in use. No adverse patient effects were reported.